Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from two patient samples using a vitros troponin I es (tropi es) reagent on a vitros eciq system. Root cause for the imprecise vitros troponin I es results could not be determined with the information available; however, the possibility that an unexpected vitros troponin I es reagent (lot 1420) performance, an unexpected. Vitros eciq system performance or inappropriate pre-analytical sample processing had contributed to the results could not be ruled out.

Event description:
The customer obtained non-reproducible, higher than expected troponin I results from two patient samples using a vitros troponin I es (tropi es) reagent on a vitros eciq system. Patient a: result 0.072 vs 0.012 ng/ml; patient b: result 0.088 vs 0.003 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. It is unknown whether these results were reported from the laboratory. There were no allegations of patient harm as a result of these events. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).